Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device. Further data from the time when the event had occurred were not available for investigations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - this rv lead was over-sensing with inappropriate shock delivery after cardiac surgery was observed. Rv lead was replaced by a new one. The lead was not returned for analysis. An explant date was not provided.